Manufacturer narrative:
(B)(4). The neonatal filterline was not returned for investigation. Incidents such as this can occur if the filterline is used with a tracheostomy tube that is incompatible dimensionally. The filterline can get stuck on an incompatible tracheostomy tube and cause the user to have difficulty with disconnection. The directions for use (dfu) for the filterline advises the user to verify, before use, that the filterline can be easily connected and disconnected from the tracheostomy tube circuit. The difficult disconnection can cause the filter line to separate. The spring can then become disconnected and remain at the opening of the tracheostomy tube. From a patient safety perspective, all filterline components are designed to be larger than the inner diameter of the tracheostomy tube. Therefore the parts remaining at the tracheostomy tube opening would not be able to pass through the tube. This explanation was provided to the customer and no additional information was requested.

Event description:
It was reported that when a customer disconnected a filterline from a tracheostomy tube, the filterline separated and a spring remained at the opening of a patient's tracheostomy tube. The customer was able to remove the spring with forceps. The patient's tracheostomy did not have to be exchanged and there was no harm to the patient.